Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm as well as battery failed alarm. The customer¿s blood glucose 101 mg/dl. Troubleshooting was performed. The customer stated that every time they tries to clear the software error detected alarm and insulin pump had the battery failed alarm. Customer states that they began experiencing issues after inserting a new battery. Customer stated that the insulin pump had previously died but the customer did not realize it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.